Event description:
It was reported that the patient was hospitalized due to a suspected lead fracture. When the pocket was opened during the procedure, it was noted by the physician that the lead had become disconnected from the device. The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d384trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2011; product ID 419688 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).